Manufacturer narrative:
Investigation: customer returned (10) 31gx8mm, 0.5ml bd insulin syringes in a sealed/unused polybag from lot 9203919. Consumer reported three syringes that the needle stayed in the cap. All 10 returned syringes were examined, and it was observed that none of the syringes exhibited separated needle hub/shield assemblies; removing the cannula shield from each syringe did not result in needle hub separation. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9203919. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837533] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 3 syringe 0.5ml 31ga 8mm ufii experienced hub separation from the device and cannula breaking off or pulling out. Product defects were noted during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9203919. Verbatim: verbatim from email below: email received¿2020-02-18 15:07:38 I have had three syringes that the needle stayed in the cap, leaving me without a usable syringe. It is 31g 1/2ml 8mm ultra fine needle material: 328468 lot: 9203919 catalog: 328468 expiration date: 2024-07-31 date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 0.5ml 31ga 8mm ufii experienced hub separation from the device and cannula breaking off or pulling out. Product defects were noted during use. The following information was provided by the initial reporter: material no: 328468, batch no: 9203919, verbatim from email below: email received: 2020-02-18 15:07:38. I have had three syringes that the needle stayed in the cap, leaving me without a usable syringe. It is 31g 1/2ml 8mm ultra fine needle, material: 328468, lot: 9203919, catalog: 328468, expiration date: 2024-07-31, date of event: unknown.